Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 lead, implanted: (B)(6) 2005, 4194 lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.